Event description:
It was reported the patient is not receiving stimulation and unable to communicate with or charge her ipg. The patient last charged the ipg 4 months ago. A sjm representative met with the patient and confirmed the issue. Surgical intervention is pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.